Manufacturer narrative:
The MFR has received the pumps for investigation. The serial numbers were obtained from the returned devices. Vad was manufactured 7/13/2004. Vad was 3 months. As no device tracking info was provided by the center it is not know which pump supported the left and which one supported the right. No further info is available at this time.

Event description:
In 2004, a bi-ventricular assist device (bivad) pt implanted nine days later, developed signs of hemolysis. Values of free hb were approx 50. One month prior to event day, the atrial cannula was repositioned and on following day, the cannula was replaced (reference 2916596-2004-00163 for details). The pt received donor blood and his hemolysis increased to free hb values of 200 to 300. On the event day, both pumps were exchanged.the following day, his free hb values had decreased to 26. The exchange of the pumps appears to have resolved the issue.